Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
A patient had called their health care provider (hcp) on (B)(6) 2015 to report headache, nausea, and neck pain while they were in the upright position. The headache was noted to improve when the patient was lying down. The hcp performed a blood patch due to a suspected cerebrospinal fluid (csf) leak. The leads were found to be in the dorsal position after a fluoroscopy was performed. Five days later, the headache and neck pain were noted to have improved. The indications for use were post lumbar laminectomy syndrome and spinal pain. A supplemental report will be submitted if additional information is received.